Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a programmer was used to complete the testing after implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the implantable pulse generator (ipg) had been programmed and placed into the pocket. When testing was attempted, the patient connector lost connection to the ipg and attempts to reconnect were unsuccessful. Troubleshooting steps were taken to include placing the ipg in direct contact with the patient connector; however, the ipg still did not reconnect. It was noted that battery levels on the host tablet, patient connector, and ipg were confirmed to be sufficient. The ipg had initially been set on a metal table prior to implantation, but even after implantation, connection could not be reestablished for testing. Application version: 4.4.2 host tablet os version: 18.5. The ipg remains in use. No patient complications have been reported as a result of this event.